Event description:
After the pump exchange, while the patient was still in the ICU, the patient experienced high flow and power with drops in pump speed. The log file recorded power elevations on (B)(6), 2023 prior to a speed reduction and a brief pump stop event. These events appeared to be due to something passing though the pump. The pump was restarted and no further pump stops or speed drops have been recorded. Elevated pump power persisted. Pump exchange (manufacturer reference number: 2916596-2023-01506).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Initial reporter postal office or zip code: (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a transient pump stop. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the information captured within the log file could be consistent with material, such as a thrombus, being ingested into the pump and quickly passing through the device; however, a specific cause for the elevated power and pump stop event could not be conclusively determined through this evaluation. The submitted log file captured transient pump power elevations on 10mar2023 captured during pulsatility index (pi) events. The file also captured a gradual increase in pump power prior to a transient pump stop on 10mar2023 with associated low speed hazard and low flow hazard alarms. The event was accompanied by a slight decrease in pi values. Pump power began to decrease shortly after the transient pump stop event; however, it was later reported that the elevated pump power did not resolve. Additional information stated that the patient did not experience any symptoms and no treatment was performed. There were reportedly no further pump stops or speed reductions. The plan of care was to be determined as the patient was still in the hospital. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii vas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 1 also addresses pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4 explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 7 entitled ¿alarms and troubleshooting¿ outlines system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook outlines system controller alarms as well as the appropriate actions associated with them in section 5, ¿alarms and troubleshooting¿. The patient handbook also contains section 8, ¿handling emergencies¿, which includes instructions in the event the pump stops. No further information was provided. The manufacturer is closing the file on this event.